Manufacturer narrative:
The customer reported the out of box failure on (B)(6) 2015. Review of the complaint found that the reported failure was not reportable, based upon the information provided. The device was received by the manufacturer on december 31, 2015. Upon receipt it was determined that the device had been used and had fragmented at the tip during use. The device was sent for decontamination and returned to the manufacturer for evaluation. Functional testing found that the microtip worked per factory specification. Visual evaluation found that the device had been side-loaded resulting in excessive friction between the sheath and needle. This caused the tip of the shealth to fragment. It does not appear as if there is any missing material from the tip. This failure can only occur when the device has been utilized. The reported failure was not verified. This type of may only occur by misuse of the device. Follow-up with the hospital contact provided the same detail, the device had not been used on or in a patient. There was no patient contact with the device. This failure is being reported within 30-days of the "became aware date" when it was learned that a reportable event had occurred.

Event description:
The customer reported that they received a broken microtip. There was no patient involvement, a patient had not been prepared for surgery (incised and/or under anesthesia) when the issue was found. The device was received by them in this condition.